Event description:
Lead dislodged after initial implant. Attempts to revise the lead were unsuccessful. Additional information was obtained which indicates that the lead was repositioned on (B)(6) 2013 and dislodged again within 12 hours. At the time the physician decided to replace the lead.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.